Event description:
On (B)(6) 2026, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2026, it was reported that the patient was admitted with severe abdominal pain/inflammation and a stoma site infection. The patient was prescribed unknown oral antibiotics for ten days and an unknown barrier cream. On (B)(6) 2026, the patient was discharged from the hospital.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.